Event description:
The handles are broken. This event did not occur during a surgical procedure, therefore, this event did not cause any adverse consequence for any pt.

Manufacturer narrative:
Summary of evaluation: this event is the result of repeated mechanical and thermal stresses. Corrective action has been implemented to preclude events of polymer cracking. F1-14: has been completed by the MFR. The event did not occur during a surgical procedure.